Event description:
The patient reported developing pericarditis and 'a lung infection' shortly after undergoing the farapulse ablation procedure. The patient was discharged following the ablation and began experiencing chest pain and feeling unwell the following day. They presented to the emergency room, where they were diagnosed with the stated conditions. The patient also reported having experienced pericarditis and a lung infection in the past following aortic valve replacement and previous ablation. The same physician performed those prior procedures as well as the recent farapulse ablation and is aware of the patient's post-procedure conditions. The patient stated they are feeling somewhat improved but continue to experience residual pain. They reported being advised by the procedural physician that symptoms may take several months to resolve. The patient is following up regularly with both their cardiologist and proceduralist, with their next appointment scheduled for june.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts are being sent to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.